Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There was no patient injury reported. The patient condition was good.